Event description:
It was reported that several months after implant, the device reported high atrial impedance. The lead was checked with fluoroscopy and no issues were detected. The lead was functional so a setscrew issue was suspected. During revision the setscrew fell out, so the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part.